Event description:
It was reported that during an unspecified procedure, deflation difficulties were encountered. The location of the lesion, degree of calcification, and vessel tortuosity are unknown. The sterling 7.0mm x 40mm x 135cm balloon catheter was advanced to the lesion however, upon attempting to deflate the balloon, the "balloon did not deflate properly". The number of inflations and to what atms the balloon reached on each inflation is unknown. It was further reported that the balloon catheter remained froze on an unspecified guide wire. The physician removed the balloon catheter and guide wire as a unit. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "ok".